Manufacturer narrative:
Eval: device history record and sterilization record were reviewed, no anomalies were found. Results - all records reviewed were found to meet specifications. Conclusion - the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt stated the receiver was not working anymore and wanted the receiver explanted. Per the pt's request, the leads were not explanted in case, the pt wanted a new ipg implanted in the future.